Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first trocar 2d5st couldn¿t be prepared (the red button was blocked). They changed the trocar with a new 2d5st with a different lot number that worked properly. There were no adverse consequences for the patient reported.